Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified, the patient¿s blood glucose (bg) was at 420 mg/dl with polydipsia, polyuria, nausea, vomiting, and abdominal pain. It was reported that the patient was treated with food/drink regimen and insulin injection by medical professional at the hospital. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. The reporter alleged that there was an inaccurate delivery issue with the pump. Review of basal deliveries revealed that the basal history did basal history does not match the active basal program. Trouble shooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an inaccurate basal delivery issue of unknown causes.

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015. Device evaluation: the meter and pump has been returned and evaluated by product analysis on 05/18/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data found an unexplained loss of prime on the complaint date and delivery was never resumed. The last bolus was delivered 2 days before the complaint date. The total daily delivery added up correctly and reflected the user¿s basal program. The battery cap was not returned and using a test battery cap and the returned cartridge cap the pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. The pump delivery accuracy was found to be within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences and the basal history showed the correct units delivered. Normal and audio bolus were completed and recorded correctly. Unrelated to the complaint, damages were found with the battery compartment, the cartridge threads, and the pump casing. The keypad cover was torn while all the buttons responded properly. Removal of the cover found contamination under the button contacts.